Event description:
Nurse reported the trocar cannula broke off in the eye when the surgical team was finishing the procedure. The doctor was unable to retrieve it. The case was completed. The patient is doing well. No other treatment or surgical intervention was performed. Additional information received from surgeon on 10/09/2006 reported outcome of event as unknown; prognosis reported as good.

Manufacturer narrative:
Sample evaluation and root cause analysis is in progress.